Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had two replace battery now without previous low battery alarm. The customer¿s blood glucose was 138 mg/dl at the time of incident. The customer also state that power error detected alarm and customer was able to clear the alarm and able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with power error due to j6 connector resistance issue. Unexpected battery power loss not found during testing. Insulin pump passed the sleep current test and active current test. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.